Manufacturer narrative:
The company service representative examined the system and the reported event could not be confirmed or replicated. The system was then tested and met all product specifications. The system was manufactured on march 12, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the console would not perform phacoemulsification. The phaco handpiece and cassette were replaced, but the issue was not resolved. Another device was used to initiate the procedure.